Event description:
The customer reported that during a training simulation, a diode on the therapy pcb assembly exploded which effects the operation of defibrillation therapy. The device would not have had the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.